Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that the patient's pump alarm was going off while connected to an accucath. It was stated that upon observation of the catheter it was found to be kinked 7-8 times throughout the catheter. The device was removed and discarded. The report addresses catheter two.